Event description:
The customer reported a battery failed the capacity test where the battery died in 16 minutes and gave an inadequate low battery warning.

Manufacturer narrative:
(B)(4). The customer reported a battery failed the capacity test where the battery died in 16 minutes and gave and inadequate low battery warning. There was no patient involvement. The customer evaluated the battery and determined it was faulty. The customer was provided with the field change order related to this battery error. This is a malfunction of the battery where the battery died after 16 minutes with an adequate low battery warning.